Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure, while cutting the lobes of the lung, the stapler did not fire. The surgeon able to press the green button and squeeze the handle. The device was replaced to complete the case. There was no patient injury.